Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
We received information that this right ventricular (rv) lead exhibited shock lead impedance measurements of greater than 200 ohms. The lead was explanted and replaced. No additional adverse patient effects were reported.